Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancement, the physician thought the sheath was secured onto the clip applier, however, it was not and the sheath was pushed forward and failed to split. The safety release was used to successfully remove the device from the patient's anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.